Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the one month post-implant follow-up, high impedance measurements and intermittent loss of capture were observed on the right ventricular (rv) lead. As a result, repositioning of the rv lead was performed. However, the high impedance measurements persisted and high threshold measurements were noted. The rv lead was tested through the pacing system analyzer and the high impedance measurements remained. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported high impedance and threshold measurements and loss of capture.

Event description:
.